Manufacturer narrative:
G4: 16jun2020; b4: 16jun2020. The customer reported that replacing the blower addressed the reported issue and the unit was return to use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:24nov2020. B4:25nov2020 . A blower was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed and the product analysis technician reported that no fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 08 jun 2020.

Event description:
It was reported that during use the ventilator alarmed a 'blower temperature high' error code. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The customer troubleshot with technical support and found the error code in the ventilator diagnostic report. The customer stated the air inlet filter looked good, the circulation fan filter had some dust but did not look like it was occluded. Neither filter appear dirty enough to cause a build up of heat and rear fan is running. The customer was advised to replace the blower assembly.